Manufacturer narrative:
Updated reporting institution name, address and reported source.

Manufacturer narrative:
Updated model number

Event description:
It has been reported that the device has failed a self-test